Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose (bg) level was around 500 mg/dl. Reportedly, the customer administered a manual injection. Troubleshooting did not occur with tandem's technical support as the customer had already changed the cartridge and the infusion set. A follow up with the customer indicated that bg level had decreased to 300 mg/dl. Reportedly, the customer administered a 10 unit bolus.